Manufacturer narrative:
Findings: unit received with blank display due to shorted display driver board. Unable to perform the displacement test or verify missing segments/partial display due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 393 mg/dl. The customer device doesn't show any signs of physical damge. The customer stated that the device was not bumped or dropped. The customer was advised to insert the new aaa alkaline battery. The customer stated the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.